Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: it was reported breakage suture. Unopened samples of product code vcp433, lott mm6398 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing / packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in report 2210968-2019-88645. Analysis results have been included in follow-up reports for each.

Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke when it was pulled slightly. Another like device was used to complete the procedure with no adverse patient consequences. No additional information could be provided.